Event description:
The customer reported via phone call requesting assistance with programming the new insulin pump. Customer's blood glucose was 500 mg./dl. The customer was assisted in programing the device. The customer also reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 500 mg/dl. The customer was treated for high blood glucose with insulin pump. After the troubleshooting was done, customer was advised that we would send replacement infusion set and reservoir. The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose was 175 mg/dl. The customer stated that the alarm may be caused by distance. The customer was to call back if they have an issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.